Event description:
In 2002, the surgeon was using the flextip blade to remove disc material via a percutaneous approach. Upon removal of the blade during the procedure, the surgeon found that a portion of the black shrink tubing that covers the distal tip of the device was missing. The surgeon found the missing piece in the surgical site and retrieved it.